Event description:
It was reported to resmed (B)(4) that a system fault was observed on an astral device during power up. There was no allegation that the pt's therapy was interrupted or that the device failed to provide appropriate ventilation. The pt continued to use the device after the fault occurred. MFR - 3004604967-2014-00050.